Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of unexpected return and failed calibration test on the pump module was not replicated during the investigation. The pump module successfully underwent a rate calibration test and a rate accuracy task, which passed within the acceptance parameters. The presence of third-party parts in the device indicates evidence of tampering. No manufacturing instrument seal: indicates the device was previously opened after leaving bd production or san diego repair center. 3rd party parts: board assembly, pivot latch, and rear case. Latch assembly and spring: showed corrosion. The internal inspection revealed liquid residue, corrosion, and rust on some boss screws in the bezel assembly. Bd alaris system user manual (v12.1), states within warnings and cautions: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaristm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation, replace the rear case, board assembly and all the pivot latch mechanism, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings, or any cost associated with any 3rd party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was unexpectedly returned. There was no patient involvement.